Event description:
It was reported following a percutaneous coronary intervention (pci), the 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with the artery having a 6 millimeter lumen, mild calcification, and mild tortuosity. The angio-seal was deployed and hemostasis was achieved without complications. A sand bag was placed over the puncture site. The next morning the pt was discharged. Two days after the pci while using the toilet, the pt bleeding occurred. The pt was transported to the hospital where manual compression was applied for 20 mins. Hemostasis was achieved. Six days after the pci, the pt was diagnosed with a pseudoaneurysm and remained in the hosp. Eight days after the pci, the pt underwent surgical intervention to repair the pseudoaneurysm and remove the angio-seal. Anchor deformity was identified by the surgeon. An 8f terumo sheath was used for the pci procedure.

Manufacturer narrative:
One anchor, collagen mass, and suture segment, consistent with components used in the angio-seal device, were received for evaluation. No other components were returned. A blood-like substance was seen on the returned components; the anchor was rinsed with water to enable visual inspection. The anchor had been detached from the suture/collagen assembly. The anchor legs were folded together (away from the anchor dome) and the suture through-hole was not intact, consistent with exposure to heat/moisture and external forces. It should be noted that anchor deformation would be expected during the stated 8 day implant period. The suture was approx 0.75" in length (proximal end of knot to proximal end of suture); the suture proximal end had strands that were even, consistent with cutting. The suture loop was loosely attached to the collagen. The collagen was removed and the suture loop confirmed to be intact. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.